Manufacturer narrative:
The date returned to manufacturer is currently unavailable. (B)(4). The service technician used education, electro-mechanical experience, training, service manual, service bulletins, test equipment, diagnostic schematics, and event logs to attempt to duplicate the customer's reported problem as part of the evaluation/analysis activity. Unit displayed 200 ref 14 error code during testing, this was due to a bad rf board. The rf board was replaced as identified in the investigation to address the reported issue. Also additional issue occurred during electrical safety test; unit failed mains to earth test, and the psu was replaced to correct the problem. Scratched top late, base plate and fascia, missing mounting foot, broken fan assembly, corroded socket assembly were replaced. Fascia label, vfd and membrane panel were replaced due to the replacement of the fascia. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational.

Event description:
It was reported by the customer that the vapr3 generator device had error 200, ref: 14 code during an unspecified surgical procedure of the knee. It was not reported if there was a delay in the procedure. The surgery completed with another vapr iii device. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: the manufacturer contact name has been updated as (B)(4). Contact phone number and email address have been updated accordingly. Device evaluation update: the device was received at the service center and evaluated. The service technician used electro-mechanical experience, training, service manual, service bulletins, test equipment, diagnostic schematics, and event logs to attempt to duplicate the customer's reported problem as part of the evaluation/analysis activity. The failure as described was confirmed. The root cause was determined to be caused by a bad rf board. The unit displayed 200 ref 14 error code during testing, this was due to a bad rf board. The rf board was replaced as identified in the investigation to address the reported issue. Also additional issue occurred during electrical safety test; unit failed mains to earth test, and the psu was replaced to correct the problem. Scratched top late, base plate and fascia, missing mounting foot, broken fan assembly, corroded socket assembly were replaced. Fascia label, vfd and membrane panel were replaced due to the replacement of the fascia. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A request for DHR review was made to the manufacturer . The manufacturer responded that the product is over 15 years old an no additional information other than the serial number (B)(4) and released date; 16-dec-03 is available. With the information provided no anomalies or discrepancies are know. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.